Event description:
20 gauge lumen PICC inserted in right antecubital on 12/19/95. On 1/10/96, line was being discontinued slowly without resistance. With 10 cm still in pt, rn stopped and while removing tape from catheter just above hub, catheter broke off. Immediate steps taken to prevent bleeding out or air into line and thus, no untoward effect to pt.